Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 21,900 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally evaluated for underfill and all tubes tested within product specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 21,900 tubes were underfilled. There was no health impact or consequences reported.